Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's "on/off key is hypersensitive." It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "the on/off key is hypersensitive", which was clarified during baxter's evaluation as "pump powers on without user input", and reproduced by manipulating the device door. Evaluation confirmed the reported symptom through a review of the event history log and determined the cause of this symptom to be a failing upper latch switch. The upper auxiliary assembly was replaced to correct this issue. This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-01757 can be removed from the FDA database.